Event description:
It was reported to philips that the system's dc power supply had a voltage drop, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed a power supply voltage drop. The fse reviewed the log prior to the inspection and identified a voltage drop error in the power supply unit of the m cabinet. Upon troubleshooting, the fse discovered a dcps (direct current power supply) voltage failure in the m cabinet. To resolve the issue, the fse replaced the faulty power supply unit. The defective power supply unit was returned to philips for failure analysis. The cause of the power supply unit failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the power supply unit by the field service engineer resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good, working order. The codes were updated based on the investigation outcome. Problem code was corrected.